Event description:
I got breast implants in 2007. Started to lower my t cells in 2011. In 2015 I was hospitalized. Found out that I had graves. I have all the bii symptoms. Recently had my implants removed. I'm healed. They need to stop implanting women. We did a poll and found out that 70% of women have not reported breast implant illness. Plus the 350k+ complains hidden from the FDA. Let's stop making women sick; 80% of them have a thyroid issue. Breast implants suppress the immune system. Your body constantly fights to survive. FDA safety report ID # (B)(4).